Manufacturer narrative:
The device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that a revision took place shortly after implant due to a hematoma. The electrode was disconnected and reconnected to this subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information noted that this s-ICD exhibited high shock impedance measurements at a follow up. X-rays were taken which showed under-insertion of the electrode and device. A revision to re-insert the electrode was recommended by technical services (ts). This device remains implanted at this time. No adverse patient effects were reported.